Event description:
Event description guidant received information that, 1 year post-implant, the battery monitoring voltage for this implantable cardioverter defibrillator (ICD) is 2.65v. The caller noted that a memory dump and save-to-disk would be performed from this device and sent in to guidant for analysis. Subsequently, guidant received information that this devie was explanted and replaced without incident.